Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer insulin pump had critical pump error. The customer¿s blood glucose level was 98 mg/dl. Customer also stated that the insulin pump had pump error. The customer reported that they received a critical pump error image on the pump screen. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 35 noted during testing or listed in insulin pump history. However, device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch. The information that provided in the initial report was missing. The reason of missing information has been included with this report. (B)(4).

Event description:
The following information has been updated, material number mmt-1780kpk, serial number (B)(4) and lot number hg2qepa.